Event description:
Following bilateral mastectomies for right breast cancer in 2006 lh elected to have breast reconstruction done using tissue expansion as a reconstructive technique. In 2007 tissue expanders inserted. Lh had a sudden change in her level of comfort, significant pain in the right breast and a change in the "fill" of the implant and she felt the implant had developed a leak. Upon removal of deflated implant, a small leak was noted off the backside.